Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. On the morning of (B)(6) 2020 the customer experienced low blood glucose symptoms of sweating and feeling dizzy. The customer tested his blood glucose and received a result of 200 mg/dl on his performa system. A relative had the treat the patient with a coke, as he was unresponsive. No medical treatment was required.